Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the issue. It was unknown if the customer's blood glucose level exceeded a critical level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged.